Event description:
After 6 days of using the catheter, it was noticed there is leakage in the base of the 3 lumen connection. The catheter was removed because of the leakage and it was irritating the patient's skin surrounding the catheter. A new catheter was inserted without incident. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
After 6 days of using the catheter, it was noticed there is leakage in the base of the 3 lumen connection. The catheter was removed because of the leakage and it was irritating the patient's skin surrounding the catheter. A new catheter was inserted without incident. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a cvc catheter while inside a patient. Visual analysis revealed that the catheter body appears to be leaking fluid around the location of the insertion site; however, the source of the leaking cannot be officially confirmed without the sample returned for analysis. It was also observed that sutures were used to secure the catheter body to the patient, which is not the intended use. Cvc catheter bodies are meant to be secured via the designated suture locations. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report that the catheter body leaked was confirmed through complaint analysis of the customer supplied photos. Visual analysis revealed that the catheter leaked around the location of the insertion site. It was also observed that the customer applied sutures directly to the catheter body, which is not the intended use. Despite this, without the actual catheter returned for analysis, it cannot be confirmed if this was the cause of the damage. Based on the customer report and the customer images, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.